Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (crem) result generated by the unicel dxc 880i synchron access clinical systems. The initial result was 158 umol/l. The original specimen was re-tested and a lower result of 78 umol/l was obtained. The high crem result was not reported out of the lab. Patient treatment was not impacted.

Manufacturer narrative:
Multiple qc level I and level ii were run before and after the event. Results were consistent, except one qc level ii sample yielded high result. A field service engineer (fse) was dispatched: the fse inspected the creatinine module and found rubber in the drain valve. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.